Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient underwent catheter placement on may 30, and a crack and fluid leakage were observed at the catheter tip. No further details available or provided.

Manufacturer narrative:
H:11: initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-10168 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-09886.